Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device was not working and they don't know any other details. No symptoms were reported. No further complications were reported or anticipated.